Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was not exercising caution while seated in the stationary power wheelchair and leaning too far forward and while not wearing the seat belt. Hoveround's owner's manual warns, "do not lean excessively forward or sideways," and, "always use the seat belt."

Event description:
End user states while seated in the stationary power wheelchair she leaned forward and fell. End user was not wearing the seat belt.